Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was alarming no delivery for 10 days and customer has gone through the entire box o the sets. Customer claimed the entire set would work for a day then it would start alarming. Customer's blood glucose was 416 mg/dl. Alarm and possible causes were explained to the customer. Customer reported the alarm was resolved by entire set change. Troubleshoot was not performed it was a passed event. No further information reported.